Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached early battery depletion due to a possible battery issue. A sharp decrease in battery voltage was noted at a recent device check. The device remains in use and a device change-out will be scheduled at the next device check. It was also reported that the r-waves on the right ventricular lead have decreased since the implant. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is approaching the indicator signifying the time for device replacement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis confirmed that both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. No hybrid anomalies were found. Battery analysis revealed that no evidence of an internal short was found to account for the premature battery depletion. Backlit images of the anode found uniform lithium-depletion with the lithium intact across the anode, typical of that found in depleted batteries. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: additional environmental testing was performed to recreate a potential hybrid failure. This additional analysis revealed shorting/low impedance in the hybrid. The hybrid was subjected to 85c and 85% humidity and initially had nominal current drain. At some point between 33 and 48 hours of these conditions, and under bias, the current increased to 205.8ua, and remained. The finding is consistent with a current leakage path due to a conductive resistive short in the radio frequency module (rfm) substrate. If information is provided in the future, a supplemental report will be issued.